Event description:
The event is described as: the circuit did not pass the leak test on the ventilator. The test was administered prior to patient use.

Manufacturer narrative:
Method-other- device history review and functional testing. Results- device history review for the reported lot number showed no issues or discrepancies related to this complaint. Functional testing done. The sample passed the leak test. On visual examination and inspection no tissue were found. Conclusions- CAPA (B)(4) was opened for previous similar complaints for other catalog codes in the same product family.